Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Demographics requested however not provided by the customer.

Event description:
It was reported that the devices in the iuc are dropping network connection and having to be rebooted to re-establish network connection causing a delay in ¿patient care¿ and having to move the patient to another room where a device would connect to wi-fi. The customer stated that there was no patient harm. It was later determined that it was an internal wi-fi issue and the issue was resolved. Although requested, no additional event, patient or device information provided.